Event description:
During the sialoendoscopy procedure multiple storz stone extractor baskets were used to attempt to extract a stone that was lodged in a salivary gland duct. The baskets (ref #s 11575l, 11575k, 11582m) were all broken at some point during the procedure whether they were opened around the stone or just from simply being opened and closed according to the physician who was performing the procedure. During one of the attempts to extract a stone basket which was opened around the stone broke off from the rest of the device and was left around the stone and lodged in place making it irretrievable. Many attempts were made to retrieve the stone and the basket around the stone, but were unsuccessful. Some of the baskets were left retained inside the salivary gland duct. Overall, 8 baskets were broken in some fashion during the course of this procedure. There were 8 stone extractor baskets used and all 8 failed.